Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the representative saw the patient for a regular reprogramming appointment and an impedance check found electrodes 8-15 were out. The representative didn't know what happened for the impedances to be off, the patient didn't discuss any device issue. The patient was reprogrammed around the high impedance. The patient was able to receive great coverage with the leads that were left through programming. No further complications reported.